Event description:
It was reported that the patient was experiencing an ipg malfunction and was no longer working. The patient underwent an ipg explant procedure, and was doing fine postoperatively. The explanted ipg was kept by medical facility.